Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, the patient experienced soft tissue irritation around the abutment site (date not reported). Subsequently, the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.